Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had a sticky trigger, a worn coupling, and the motor was worn. It was further determined that the device failed pretest for general condition and check for sticky triggers. Therefore, the reported condition the bottom button was getting stuck while pressing was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. The reported condition that the device kept working all the time was not confirmed. Therefore, an assignable root cause for this failure was not determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the small battery drive device was not working. It was reported that the bottom button was getting stuck while pressing, making it work all the time. It was not reported if the event occurred during a surgical procedure. It was not reported if a spare device was available for use. It was not reported if there was delay in the procedure due to the event. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.